Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through this evaluation as the device is not available for investigation and no images showing the misalignment were provided. Additionally, a specific cause as well as a duration of time for which the inflow cannula was potentially misaligned could not conclusively be determined through this evaluation. The account communicated that the patient was scheduled for a right heart catheterization on (B)(6) 2019 and reported feeling worsening shortness of breath over the last few months. The patient was reportedly unable to ascend one flight of stairs without needing to stop and has pain that comes with exertion. A chest x-ray on (B)(6) 2019 showed pulmonary vascular congestion without frank edema. The patient was admitted to further evaluate his shortness of breath. The inflow cannula position was assessed and was reportedly observed to be malpositioned. The patient¿s lvedd was consistent with a poorly compressed left ventricle. The account indicated that the patient¿s shortness of breath was believed to be related to the inflow cannula misalignment and poorly compressed left ventricle as of (B)(6) 2019. The patient was reportedly stable enough to be discharged home on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further complaints have been reported at this time. The hm3 lvas IFU warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU also outlines the steps to adjust the orientation of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 upon speaking to interventional cardiology for scheduled right heart catheterization (rhc) on (B)(6) 2019, the patient reported feeling worsening shortness of breath over the last few months. The patient was unable to make it up 1 flight of stairs without stopping, has pain that comes with exertion and used 3 to 4 pillows at night. A chest x-ray done on (B)(6) 2019 showed pulmonary vascular congestion without frank edema, however there were no sign of pleural effusion or pneumothorax. The patient was readmitted to 7hn for further evaluation of shortness of breath. Inflow cannula position was assessed and noticed to be malpositioned and lvedd is 7.5 consistent with poorly decompressed lv and symptoms of shortness of breath related to that as of (B)(6) 2019. The patient was stable enough to be discharged home on (B)(6) 2019. No further information was provided.